Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient experienced a pneumothorax during implant. The event resulted in a prolonged hospitalization. An x-ray was performed. All available information suggests this patient suffered no additional adverse events and this lead remains implanted.